Event description:
Patient reports his pump, serial number (B)(6) is worn down and is requesting a replacement pump. It is unknown if patient missed a dose or had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced the device and the malfunctioning device will not be returned. Pump is used for xembify administration. Indication: common variable immunodeficiency, unspecified. Unknown if md is aware. No further information, details, or dates provided. Koru freedom 60 (blue) syringe pump (f10050).